Event description:
It was reported that the surgical wound was not fully healed. The system was explanted to prevent a risk of infection. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.